Event description:
A falsely elevated troponin I result was obtained on pt sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. It is unk if pt treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service rep (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was slippage in the r2 probe. The instrument is performing within specs. No further eval of the device is required.